Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (B)(4), the valve was implanted too deep so it was attempted to pull the valve up but the valve dislodged out of the targeted location. The valve was then attempted to be retrieved, but it released from the tabs and was left in the descending aorta. A second valve (B)(4) was then implanted perfectly at 5 mm below the annulus. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided a root cause for this report could not be established. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.